Event description:
The jetstream g2 catheter was used to treat a moderately calcified lesion in the mid-sfa artery. The physician made one pass in the minimum diameter mode and one pass in the maximum diameter mode. A perforation was observed and sealed using an inflated balloon. The pt had a good final outcome.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure, and therefore, not returned to pathway medical technologies for eval.